Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The occupational therapist states the right front leg is bent on the unit.